Event description:
The customer reported that both of the monitors were not working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc board battery was replaced, the bios was reconfigured and the monitor was recalibrated. The system was tested and found to be working as intended and put back into service.